Event description:
When preparing to implant the lap band during surgery, the surgeon noticed it was broken. Follow up findings: device analysis determined probable cause of damage to tubing collar to be user interface. This event is being reported as inamed's approach to compliance is to resolve all doubt in favor of reporting.